Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads, reservoir tube and scratched display window.

Event description:
Customer reported that he had unexplained low blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 26 mg/dl at the time of hospitalization. Customer stated that he gave himself a bolus and notice that the numbers were going up and his blood glucose dropped very low. Nothing further was reported.